Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on left ventricular (lv) lead along with high pacing thresholds. So, the physician opted to implant a new lv lead. No additional information was obtained as the field representative could not provide further information regarding the event. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating the patient later expired. The device had remained in service without further complication.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.